Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Stent broke up inside the body of a child. Additional information received (B)(4) 2013 - upon scheduled routine removal, separation was noticed. A second stent was placed. Stent fragments removed from patient's bladder, left distal ureter and left mid ureter. Flexible and rigid ureteroscopes, disposable baskets, rat tooth grapsers, cup biopsy forceps and stent forceps were used to remove. Storage conditions for this device - room temperature in the sterile corridor. No additional information has been provided by the reporter.